Event description:
Report received from baxter states "the patient was infused over 36 hours instead of 46 hours. When the patient checked the infusor at 6am they noticed it was empty, the infusion was not due to finish until 5pm." The device contained 25mg/ml of 5fu and normal saline for a total fill volume of 230ml. No patient injury reported.